Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath. An in-office check revealed elevated threshold on the left ventricular (lv) lead. A chest x-ray showed that the lv lead had dislodged/retracted into the coronary sinus. The lv lead was then programmed off. The lead was subsequently explanted and replaced approximately one month later. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.